Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom of the bag. This occurred during mixing in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between january 15, 2023 - january 16, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling each container with tap water and a leak was observed at port 2, spike port bonding area. Attempts were made to duplicate the reported issue by firmly squeezing the bag filled with tap water and a leak was found between the spike port tube and the spike port bonding area. The reported condition was verified. The cause was not determined; however, the most probable cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.